Event description:
During use of the device for a surgical procedure, the user observed an e0e alarm. The unit was not changed out and the user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Note: reported complaint was confirmed upon receipt of the product. The device was repaired at the customer site and the subject component was returned for eval. Eval found that the component known as the "valve x2" was out of tolerance. The dimensional specifications of .625 + .000 - .005 was found to be .626 when measured at the base of the shaft. This out of specifications dimension caused the mixing valve to bind. The root cause of this reported complaint was attributed to component failure.